Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead became dislodged. A revision procedure was performed in which the physician attempted to reposition the lead. At that time the lead helix stopped retracting properly. The lead was extracted and replaced. No additional adverse patient effects were reported. This device is no longer in service.